Manufacturer narrative:
This report is submitted on august 04, 2017.

Event description:
Per the clinic, the patient experienced pain following a MRI (tesla strength unknown). X-ray imaging confirmed a magnet dislodgement. Revision surgery to reposition the magnet is scheduled; however, yet to occur as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient had revision surgery to replace the magnet on (B)(6) 2017. This report is submitted on (B)(6) 2017.